Event description:
It was reported that during a prostate procedure the fiber began to fire out of the tip of the fiber (forward fire) @ 23,157 joules. The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits mild char; the metal cap exhibits melting at the output window; the glass cap exhibits moderate devitrification at the output window; the glass cap/fiber has pushed forward in metal cap, and can rotate off center by force; the metal cap adhesion location exhibits burnt glue; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no forward firing is observed. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.